Manufacturer narrative:
Concomitant medical product: model: 5086mri52, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high impedance and oversensing noise. A lead fracture is suspected. The lead was capped and a previously implanted and capped lead was reactivated. No patient complications have been reported as a result of this event.